Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd unit failure. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd cable during angulation. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
We didn't get any information. Ec38-i10cf2 is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Modelec38-i10l-us is available in the USA with a 510k number k131855. The device was returned, but it's still under investigation, so the results of the investigation will be provided in a supplemental report. This report is being filed as part of the pentax backlog management plan.

Event description:
Image disturbance during angulation. This event occurred at the time of during use. There was no report of patient harm.